Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: b6, b7, d4(expiry date: 01/2013), g3, h6(device) h11: d4(corporate lot no), g1, h6(patient, method, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with pulmonary emboli and extensive clot in the left leg. At sometime post vena cava filter deployment, it was alleged that the filter detached, tilted and embedded in the wall of the inferior vena cava. An attempt to retrieve the filter was unsuccessful. During a second filter retrieval procedure, the filter and some of the detached limbs were successfully retrieved. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, two weeks of post deployment, a computed tomography angiogram of chest was performed for chest pain and shortness of breath. The study showed that no evidence of pulmonary thromboembolism. The inferior vena cava filter was noted within the infra-renal portion of the inferior vena cava. Around, five months and one week later, patient was planned for filter retrieval procedure. Through the right internal jugular vein approach, a catheter was advanced into the vena cava. Cavogram showed that the filter to be below the level of the renal veins. A sheath was advanced into the inferior vena cava and multiple attempts using a snare was performed. Despite multiple attempts, unable to snare the end of the filter. Aligator forceps possibly could be used, but do not have a sheath large enough to accommodate forceps at that time. Around, one month later, a computed tomography of abdomen was performed which showed infrarenal inferior vena cava filter in place, which appears well situated and centrally located within the inferior vena cava, adjacent to the l3 vertebral body. Around, one month and three weeks later, patient was presented for filter retrieval procedure and previous attempted removal at an outside facility approximately three months. Through the right internal jugular vein approach, a catheter was advanced down into the inferior vena cava and vena cavogram was performed. The study showed that filter appear to be in acceptable position for removal. No definite trapped thrombus was evident. The initial vena cavogram demonstrated two of the legs of the filter to be bent backwards and superiorly and appeared no longer attached to the main body of the filter. The catheter was advanced down into the inferior vena cava and 15 mm snare was advanced down into the inferior vena cava. Multiple attempts were made to engage the hook on the filter and not successful. A ensnare tulip snare was advanced into the inferior vena cava. The hook on the filter was easily snared. The sheath was advanced down over the filter and the filter was removed without difficulty. A follow-up fluoroscopic images demonstrated two of the legs to be retained within the wall of the inferior vena cava. The snare was advanced down into the inferior vena cava and one of the legs was easily snared and this was removed. There was a small fragment of the second leg which remained within the inferior vena cava. Several attempts were made to snare the small fragment however it did not appear to be intraluminal and likely encased within the wall of the inferior vena cava. This was left in place. Therefore, the investigation is confirmed for filter limb detachment, material deformation, and retrieval difficulties. However, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - do not attempt to remove the meridian filter if significant amounts of thrombus are trapped within the filter or if the retrieval hook is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - filter tilt - filter malposition h10: d4(expiry date: 01/2013),

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with pulmonary emboli and extensive clot in the left leg. At sometime post vena cava filter deployment, it was alleged that the filter detached, tilted and embedded in the wall of the inferior vena cava. An attempt to retrieve the filter was unsuccessful. During a second filter retrieval procedure, the filter and some of the detached limbs were successfully retrieved. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with pulmonary emboli and extensive clot in the left leg was scheduled for placement of an inferior vena cava (ivc) filter. The right femoral vein was accessed using seldinger technique and an inferior venacavogram was performed. This demonstrated a normal size ivc without thrombus. The filter was then deployed in the infrarenal ivc successfully. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged tilted filter, detached filter limbs, and difficulties removing the filter as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - filter tilt - filter malposition - do not attempt to remove the meridian filter if significant amounts of thrombus are trapped within the filter or if the retrieval hook is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: it was reported sometime post vena cava filter deployment for a history of dvt/pe that allegedly the filter detached, tilted and embedded in the wall of the ivc. An attempt to retrieve the filter was unsuccessful. During a second filter retrieval procedure, the filter and some of the detached limbs were successfully retrieved. Based on a review of the medical records received, the patient with pulmonary emboli and extensive clot in the left leg had a filter successfully deployed in the infrarenal ivc. No additional information was provided in the medical records received. There was no reported patient injury.